Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an out of calibration safety slide clamp. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection, an alarm log review, and functional testing. The door was determined to be out of calibration. To resolve this condition, the door assembly was recalibrated using a safety clamp shim. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.